Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Inratio precision data provided by end-user: 1st inr: 6.8, 2nd inr: 7.5, mean: 7.15, sd: 0.49, %cv: 6.92. Analysis of customer's data revealed that two out of three inratio and reference test result comparisons did not meet accuracy criteria. The calculated means were greater than 5.0 and the differences were greater than 2.2. Customer's results are considered discrepant beyond the documented variability for inr testing. Analysis of customer's data also revealed that repeated inratio test result comparison did meet precision criteria. No product is expected to be returned. Retained strip testing from a previous case revealed that accuracy criteria was met. Per general description of complaint, pt is taking beta blockers for blood pressure. Per product user guide, certain prescription drugs and over-the-counter medications can affect coagulation testing. Starting and stopping or changing doses can affect inr results. Root cause of complaint could not be determined from the info provided by the customer. Investigation results from a previous case for strip lot # 234523. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot 234523 are within the allowable bias. No discrepant results were reproduced on in-house meters. These meet the above criteria. No further investigation will be pursued. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 6.8, 7.5; lab: 4.4, 4.4. Date: (B)(6) 2010; inratio: 3.7; lab: 3.7. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 6.8, 7.5. Pt's therapeutic range: 2.8-3.2 inr.